Event description:
It was originally reported that the pt's device may be flipped. They were able to get 0-2 coupling bars and were able to recharge. It was confirmed that the neurostimulator (ins) was not flipped via fluoro. There were problems with recharging. The device pocket may be more than 1 cm deep and the ins was slightly tilted inwards. It appeared that the recharger was not functioning properly. Coupling was not able to be obtained when the pt was standing up, laying or sitting down. The pt experienced stimulation in the wrong location. A revision surgery was scheduled due to lead migration. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).